Event description:
A nurse at the user facility reported that during intraocular lens (iol) implantation, the lens did not fold/inject properly. During this procedure, an anterior vitrectomy was done. The lens was inserted using the iol delivery system. Add'l info has been requested.